Manufacturer narrative:
The exposed portion of the soft cannula was observed to be shorted, preventing fluid from traveling the full fluid path. The timing and cause of the observed cannula damage could not be determined. As such, it could not be conclusively determined if this observed cannula damage is in any way linked to the reported not sure delivering insulin complaint. The pod generated an 0x3d alarm, indicating step sensor asserted before wire driven. Corrosion was observed on multiple internal components. The fluid path was inspected for internal leaks, but no leaks or corrosion source were identified. The internal corrosion is confirmed as the root cause of the observed 0x3d alarm due to the pcb corrosion near the hook switch. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 24 and 36 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for not sure delivering insulin.